Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#1627487-2017-06973; reference MFR. Report#1627487-2017-06974. It was reported the patient's right occipital lead is delivering therapy to an unintended location. X-rays were taken and as a result identified lead migration. As a result, surgical intervention is pending to address the issue. Note: all possible leads off-label leads are being reported as it's unknown which device is liable.

Event description:
Device 2 of 4, reference MFR. Report#1627487-2017-06971. Reference MFR. Report#1627487-2017-06973. Reference MFR. Report#1627487-2017-06974. Additional information identified the patient¿s leads were repositioned on (B)(6) 2017. The patient is now receiving effective therapy.